Manufacturer narrative:
Findings: pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
A customer's parent reported via phone call indicating that the customer experienced erratic high blood glucose of over 400 mg/dl. The caller was assisted with troubleshooting but found no malfunction with the insulin pump. The customer would like to return the insulin pump for analysis. The caller stated that they will consult their healthcare provider about what may have caused the customer's blood glucose to rise.